Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found and all setscrews worked properly when evaluated on the returned device.

Event description:
It was reported that during the implant attempt, the setscrew appeared to have become stripped during routine procedure and was unable to be retracted after multiple attempts. The device was not implanted. No patient complications have been reported as a result of this event.